Event description:
Boston scientific received information that the patient presented to the hospital due to syncope and was found to be septic. A remote interrogation was performed which indicated there were no stored episodes in the last 72 hours. The physician determined that the syncope was not related to the cardiac resynchronization therapy defibrillator (crt-d) and no further testing of the device was performed. The cause of the sepsis was unknown and the field representative is unaware of any outcome due to the infection. It is believed that the crt-d and other manufacturers leads remain in service at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.